Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician found the communication cable is missing. No further information is available on the repair of the bed at this time.